Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, the patient experienced increased inflammatory markers and had a lot of air leak in the bowel. It was unclear if the air leak was due to a gastro-intestinal perforation. On (B)(6) 2022, duodopa therapy was discontinued. On (B)(6) 2022, the peg and j tubes were removed. It was reported that the tubing was removed due to the high inflammatory markers and air leak in the bowel. At the time of report, the patient was stable there was no plan to recommence duodopa treatment. No further medical information was available.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Gastro-intestinal air leak / pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.